Manufacturer narrative:
The tuflex is intended as a preoperative marker of nonpalpable suspected breast lesions to facilitate the intraoperative localization of the findings by the surgeon. The tuflex consists of 19 twisted thin wires which guaranties a high flexibility. During the removal of a suspected breast lesion the surgeon touched the tuflex wire with the electrical cautery device several times. This resulted in a damage of the thin wires and some of them broke. The whole suspected tissue has been removed by the surgeon and during the following examination of the tissue the broken wires have been detected. No single wire fragments have been left in the patient. The entire wire (including fragments) were removed along with the specimen/lesion. No additional surgical intervention was necessary. In this case the patient was not damaged. The tuflex is a new marking wire with a high flexibility due to the 19 twisted thin wires. In the development phase of the product the possibility of contact between the thin wires and the electrical cauter device has not been considered. Caused by the fact that this incident could happen again with the tuflex wire, somatex decided to start a recall to prevent patients from any harm.

Event description:
During the removal of a suspected breast lesion the marking wire tuflex was tapped with a cautery device (bovie) and it splintered.